Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to impedance issues. As a result, the patient underwent surgical intervention during which the system was explanted. Product investigation was unable to determine which lead had the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, batch: 3126663.